Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported after using bd vacutainer® sodium fluoride/potassium oxalate 15mg/12mg, erroneous results- lactic acid were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.